Event description:
A distributor in china reported on behalf of a healthcare facility that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.